Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs on (B) (6) 2010 alleging inaccurate low readings on the patient's one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that on an unspecified date and time she obtained a 118 mg/dl, 134 mg/dl and a 138 mg/dl. Approximately one hour later, the patient felt shaky. She then self-treated with food. She did not seek any further medical attention or contact her physician for assistance. A quality control test was not done since the patient did not have any control solution. The product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, when the readings were taken, what is considered a normal reading for the patient and whether the patient was meaning to say that the meter was displaying "high readings" instead of "low readings". The complaint is being reported since the patient alleged that due to the results on her meter an hour she developed symptom suggestive of a serious injury and had to self-treat with food.